Event description:
During service, baxter repair technician reported depleted batteries. The hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.